Event description:
It was reported that a patient who had a recovery filter placed three years ago, had 3 arms detach. It was reported that 2 components are in the patient's lung and 1 component is in the right ventricle of the heart. The filter was also tilted. The filter was retrieved without incident. The patient presented to the chest clinic with chest pain. At that time, it was discovered that 3 of the components from the filter had detached. The original placement was infrarenal. It is unk if the patient had any interventions during that 3 year period since the filter was implanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk . The information for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.